Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was also reported that reprogramming was performed to the sensing and pacing configurations for the ra lead.

Manufacturer narrative:
Concomitant medical products: 407458 lead, implanted: (B)(6) 2007. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited a warning for low impedance measurements. A high number of sensing integrity counter (sic) was also noted. Lead damage or insulation breach were suspected. The lead remains in use with further monitoring. No patient complications have been reported as a result of this event.